Manufacturer narrative:
Section a- patient details were not communicated. It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the power module was in use, it would occasionally alarm as if the power cable had been removed when it was not. This occurred multiple times according to the nurse, but they were unable to specify exact dates. To troubleshoot, the internal backup battery (ebb) was checked for connection and the power cables were secured. A different plug outlet was attempted but the issue did not resolve. It alarmed the exact same as if the power cable was disconnected. The power module was exchanged. It was reported that a patient was involved in the event, but details were not documented.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module occasionally alarming was confirmed with the returned power module (serial #(B)(6). The power module was received at european distribution center. Visual inspection revealed the fuse holder was not fully plugged in. A yellow wrench/red battery alarm was reproduced when the power cord was connected to the outlet. The atypical alarm issue was due to the fuse holder not being fully plugged in. Additionally, a red battery alarm was reproduced and was related to the internal 12v battery. The 12v battery was installed into a test power module and a red battery alarm became active. An attempt to charge the battery using an external power supply was unsuccessful. After connecting to the power module, a red battery alarm recurred indicating the battery is not holding charge. A test 12v battery was used for functional testing and the alarms did not recur. The unit was investigated only, and no repair was performed. A root cause that led to the fuse holder not being fully plugged in and the battery not holding charge could not be determined through this evaluation. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.